Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported the graft could not be advanced up the left external iliac artery due to the patient's very tortuous anatomy. Using a 22 fr sheath, the device was advanced up the right iliac artery to the level of the bifurcation and then advanced outside the sheath in an effort to maneuver the graft through the tortuous anatomy. Once it was reportedly determined that further advancement was not possible, an effort was made to pull the device back into the sheath for removal. Upon withdrawing the graft back into the sheath, the device caught on the edge of the sheath, causing the leading olive to completely separate from the graft and remain within the patient. After an attempt was made to snare the detached olive from the patient, a laparoscopic procedure was performed to successfully retrieve the olive. A conduit was then sewn into place to implant a conformable gore tag thoracic endoprosthesis. Final angiography showed resolution of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-lease specifications.